Event description:
It was reported that the rv (right ventricular) lead had dislodged. There was also diaphragmatic stimulation. The lead was explanted and replaced. There were no patient complications reported as a result of this event. 3500a received reporting rv lead dislodgment.

Event description:
It was reported that the rv (right ventricular) lead had dislodged. There was also diaphragmatic stimulation. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: it was reported that the rv (right ventricular) lead had dislodged. There was also diaphragmatic stimulation. The lead was explanted and replaced. There were no patient complications reported as a result of this event. 3500a received reporting rv lead dislodgment. No conclusion can be drawn. Dislodged, pocket stimulation.